Event description:
Customer's caregiver reported aviva blood glucose results at the following times: 16:55, 50 mg/dl 16:56, 128 mg/dl 16:57, 56 mg/dl 17:05, 86 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.